Manufacturer narrative:
This supplemental report is being submitted to provide new pae found during evaluation. Based on the results of the investigation, it is presumed that the pipeline is abnormal due to a failure of the electropneumatic proportional valve.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found no malfunctions aside from the allegation reported in b5.   Device was returned for evaluation. Based on the results of the investigation, it is likely that the malfunction of "poor panel display" occurred due to faulty front panel. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with the specifications. It has been over (3) years since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the high flow insufflation unit had a poor panel display due to faulty front panel. The issue occurred during a therapeutic appendectomy procedure that was completed using the same set of equipment. There were no reports of patient harm.